Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that the catheter body (bifurcation) showed crack below the y junction. There was blood leakage below the hub. The catheter was pulled and replaced with a new one. No patient injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.